Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and moderately calcified lesion in the proximal left anterior descending coronary artery. A 2.5x28mm xience prime stent was deployed; however, an edge dissection was observed. An unspecified stent was used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.